Event description:
It was reported that the pump battery was depleting quickly. No impact on the customer's blood glucose level was reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.